Event description:
It was reported that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was internally leaking. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs don't have any log from the date of event. Therefore, it was not possible to find any log related to the claimed issue. The returned air gas module has been tested in a ventilator. The gas module started hissing directly after it was connected to air supply system. It failed the pre-use check with flow transducer test. No issues were found during ventilation for one week. Further investigation on the components inside the gas module, revealed that the leakage was coming from the supply pressure sensor. Replacing this sensor resolved the issue. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the claimed issue regarding internal leakage inside the gas module has been confirmed. It was possible to confirm that the air gas module was faulty as the supply pressure sensor inside the gas module was leaking the supplied air gas. A correction has been done to b5. Describe event or problem: previous: it was reported that the ventilator's air gas module was contaminated with liquid. The corrected: it was reported that the ventilator's air gas module was internally leaking.